Event description:
Medtronic received information that this implanted aortic root bioprosthesis was explanted and replaced with a larger size of this model device approximately 17 months after implant due to dehiscence of the device annulus. The dehiscence was observed during a follow-up echocardiogram. The information was received after the patient was screened as a possible candidate for a procedure related to his current device, which remains implanted. There were no adverse patient effects reported for this device beyond the reoperation.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Dehiscence-related failure modes are addressed in the current device risk management file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).